Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.6 mm abdominal aortic aneurysm. The aortic neck was 22 to 23 mm in diameter, 2 cm long, moderately angulated, and without thrombus or calcification. Vessels were non-tortuous and had severe non-circumferential calcification. It was reported that an aneurx bifurcated stent graft (MFR report #295320-2010-00027), a contralateral limb, and an extension graft (MFR report# 2953200-2010-00029) were implanted; however, during the procedure, due to the severe iliac artery calcification, there was access issues for all three of the grafts. Access was first tried on the right side, and because access was unsuccessful, attempts were then made on the left side with the use of two 16 fr sheaths. The 3 devices were able to be delivered on the left side, and all were deployed and placed without issues. On the final angiogram, the result looked very good. However, then the left common iliac artery started to tamponade, and the blood pressure dropped. No visible tear or dissection was noted. The physician elected to surgically convert the pt to an open repair. No add'l clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Severe vessel calcification. Vessel tamponade.